Manufacturer narrative:
Concomitant product UDI for reservoir (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced cylinder protrusion against the skin with impending erosion; therefore, a surgical procedure was performed to remove and replace the cylinders, pump, and rear-tip extenders. No further patient complications were reported.